Event description:
The surgeon was attempting to use the carter thomason closure system to suture the trocar site closed when the top of the device popped off. A second carter thomason closure system device was used without incident.